Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was 70 mg/dl and customer did not know the cause. Customer requested assistance from tandem customer technical support (cts) regarding the extended bolus feature. Customer stated she wanted to give herself "17 units of carbs", over an extended period of time. Customer reported changing some of the pump settings to accommodate her needs. Cts recommended checking with health care provider before doing so. Cts reached out to clinical diabetes specialist (cds) who reported that customer may be giving herself too much insulin. Cds explained that in training today customer was trying to change her own settings. Cds stated that she explained to customer that it is 17 carbs not 17 units of insulin. Cds explained that customer reads numbers inaccurately. Cds reported that customer was fine.